Event description:
Customer complained about receiving sensor alerts when she is sleeping at night. Customer stated that the sensor glucose readings say that she is rising upon waking. Customer stated that she has a sensor that stopped working after three days of insertion. Customer stated that a small amount of activity seems to yield most of the sensor activity. Customer declined on being assisted or troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.